Event description:
A hospital in (B)(6) reported via distributor that an rt105 adult breathing circuit was not heating. The heater wire cable was found broken. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt105 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.